Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2015 a 23mm trifecta valve was implanted. On an unknown date the patient presented with unspecified structural valve deterioration and in (B)(6) 2018 the valve was explanted. No endocarditis was reported. No additional information will be made available.